Event description:
Two patients presenting with non-seminomatous testicular cancer. Both had no evident disease post orchidectomy, but elevated afp on tumor marker studies performed by facility using the tosoh methodology. Both patients, asper standard of care had hepatitis evaluation and when negative and no sign of hepatic tumor received treatment as per nccn guidelines. In both patient, afp did not fall despite standard ep chemotherapy. Repeated afp did not reveal single error. Specimens sent to hospital with still elevated afp, but also used tosoh methodology. After 3rd or 4th course of therapy, specimens sent to labcorp with normal value of afp, as the result with the same day specimen sent to ctrc reporting elevation. Clearly, either the assay is wrong or the application of the assay is wrong. Passed this information to management of the ctrc and initially they denied problems with the test. They did not inform physicians practicing at the ctrc that there may be an error in afp even in the face of the discrepancy between the two test results. Only when pointed out in email exchange that this represented malpractice because of the importance of this tumor marker in the diagnosis and treatment of testicular cancer did they acknowledge that there was a problem - 2006 - and inform physicians, but did so with a confidential memo. This was one of the reasons I and other members of the medical staff resigned from the ctrc. I recently left the employment of the ctrc and as instructed by my employment lawyer did not violate confidentiality of the ctrc while I was employed by them -and they warned me in letters from management-. The importance of this test, however, in directing therapy cannot be understated. Persistent elevations in patients who complete chemotherapy for testicular cancer demands further and sometimes extensive work up including CT and pet scans, as well as the potential for patients to be referred for salvage regarding this seriousness of this and he concurs. Cannot assess how many pchemotherapy or high dose chemotherapy and stem cell transplant. I consulted dr., patients may have had test or potentially harmed. Furthermore, does the manufactures know about this and is this an error affecting other clinical labs.